Event description:
Vascular occlusion/tenderness, discoloration, white pustules in the chin / mentalis / lip area/skin may just be irritated/mouth discolored [vascular occlusion], swollen from multiple pokes [injection site swelling] , bruised from multiple pokes [injection site bruising], rha4 in chin, jawline, cheeks, temples [off label use] . Case narrative: united states report received from a consumer via company representative on (B)(6) 2025, reporting on herself a caucasian female patient in her early 60s who had received rha 4 on (B)(6) 2025 for an unknown indication. The patient's previous procedures included botox (botulinum toxin type a) injections for migraines on an unknown date in (B)(6) 2024. The patient's medical history was not provided. The patient was not allergic to any drug or food. Concomitant products included rha redensity which was applied at oral / perioral via needle technique, rha 3 applied at lips via needle technique and rha 2 applied at radial cheek lines via needle technique, all three at unknown dose. It was not reported if cannula was used for the rha redensity, rha 3 and rha 2 administration. The patient also received daxxify (daxibotulinumtoxina-lanm) for an unknown indication at the crow's feet and platysmal bands at an unknown dose. The patient received total of 12 syringes of rha products in different areas of the face. An unknown volume of rha 4 was applied at chin, jawline, cheeks and temples via needle technique. It was not reported if cannula was used or not. On (B)(6) 2025, the patient was swollen and bruised from multiple pokes. On (B)(6) 2025, the patient experienced tenderness, discoloration, and white pustules in the chin, mentalis, and lip area. The injector suggested to use the antibiotic ointment for a few days as the skin may just be irritated. On an unknown date in (B)(6) 2025, the patient visited another injector, where the patient underwent ultrasound scan, which confirmed a vascular occlusion. The patient was treated with hylenex (hyaluronidase) 525 units over a few hours in the mentalis area as well as inside of the mouth which was also discolored upon assessment and red-light therapy, warm compresses and instructions to massage. On (B)(6) 2025, the patient was doing better and went back to another injector (the same who diagnosed vascular occlusion) the following day and stated that the area was continuing to resolve. At the time of report, the outcome of the vascular occlusion was resolving and outcome of injection site swelling, and injection site bruising was unknown. The intensity of the events was not reported. It was unknown if the products were available for return. Causality assessment per reporter between events and rha 4 was not provided. Health effect: clinical code: e2328, obstruction/occlusion. Health effect: clinical code: e2111, injection site reaction. Health effect: clinical code: e2111, injection site reaction. Health effect: device code: a2304, off label use. This case linked with #mcn (B)(4) (same patient). No additional information was available at the time of this report. Company comment: a female patient in her early 60s presented with vascular occlusion after rha 4 administration. The exact latency was not reported. The company assessment was that the causal relationship between vascular occlusion and rha 4 cannot be excluded with confidence based on the temporal relationship, concomitant medications of rha redensity, rha3, rha2and daxxify, and off-label use precluding a comprehensive assessment. The company will continue monitoring the benefit-risk profile for the product.

Event description:
Vascular occlusion in chin,lip,perioral area/tenderness, discoloration, white pustules in the chin / mentalis / lip area/skin may just be irritated/mouth discolored [vascular occlusion] swollen from multiple pokes [injection site swelling] bruised from multiple pokes [injection site bruising] rha4 in chin, jawline, cheeks, temples [off label use]. Case narrative: united states report received from a consumer via company representative on 10-apr-2025, reporting on herself a caucasian female patient in her early 60s who had received rha 4 on (B)(6) 2025 for an unknown indication. The patient's previous procedures included around 100 units botox (botulinum toxin type a) injections applied at upper half of face and back of neck for migraines on an unknown date in (B)(6) 2024 with no adverse drug reaction reported. The patient's medical history included allergic to sulfur, migraines and tattoo/permanent makeup. The patient did not have food and drug allergy and history of blood clotting disorders and cardiovascular diseases. Concomitant products included 4cc of rha redensity which was applied 0.5ml at oral commissures, 0.5ml at lip outline, 1ml at perioral, and 2ml at temples via needle technique. 27 g cannula was used for administration, lot#: 22462cl0, expiration date: 15-nov-2025; lot#:2226r1l0, 20-jun-2025; lot#:23242al0, expiration date: 12-jun-2026; lot#: 22452fl0 and 12-nov-2025 respectively. 1cc of rha 3 applied 1ml at lips via needle technique, lot#: 22401il0 and expiration date: 07-oct-2025, and 2cc of rha 2 applied 1 ml at radial cheek lines and 1ml at nasolabial folds via needle technique, lot#: 23421gl0 and expiration date: 21-oct-2026. It was not reported if cannula was used for the rha 3 and rha 2 administration. The patient also received total 130 units of daxxify (daxibotulinumtoxina-lanm) reconstituted with 1cc for glabella at the crow's feet (30 units each) and platysmal bands (30 units), and injected with 3mm 6/10-inch needle and in 1cc syringe. Lot#: r1007202 and expiration date: jan-2026, unspecified nose spray and progesterone. The patient was administered lidocaine cream prior to injection. 6 cc of rha 4 was applied at (1ml at chin, 1ml at jawline, 1 ml at cheeks, and 3ml at temples via fanning and needle technique. 27 g cannula was used for administration. Lot#: 23372el0, expiration date: 15-sep-2025. The patient received total of 13 syringes of rha products in different areas of the face. On (B)(6) 2025, the patient was swollen and bruised from multiple pokes. The patient had normal amount of bleeding from the injection site after the injection was performed. The patient had sudden pain which became more painful and sore as time went on. The first symptoms appeared after 48 hours of the injection. On (B)(6) 2025, (reported as 48 hours after injection), the patient experienced tenderness, discoloration, and white pustules in the chin, mentalis, lip and perioral area. The injector suggested to use the antibiotic ointment for a few days as the skin may just be irritated/ mouth discoloured. The patient experienced little more swelling and white blisters began to form. On an unknown date on (B)(6) 2025, the patient visited another injector, where the patient underwent ultrasound scan, which confirmed a vascular occlusion. The patient was treated with hylenex (hyaluronidase) 525 units over a few hours in the mentalis area as well as inside of the mouth which was also discolored upon assessment and red-light therapy, warm compresses and instructions to massage. On (B)(6) 2025, the patient was doing better and went back to another injector (the same who diagnosed vascular occlusion) the following day and stated that the area was continuing to resolve. At the time of report, outcome of the vascular occlusion was resolving and outcome of injection site swelling, and injection site bruising was unknown. The intensity of the events was moderate (reported as severity scale 5) as reported. It was unknown if the products were available for return. Causality assessment per reporter between events and rha 4 was not provided. Health effect: clinical code: e2328, obstruction/occlusion. Health effect: clinical code: e2111, injection site reaction. Health effect: clinical code: e2111, injection site reaction. Health effect: device code: a2304, off label use. This case linked with #mcn (B)(4) (same patient). The pictures of patients after the treatment was provided. No additional information was available at the time of this report. Follow-up information received from a health care professional via company representative on 23-apr-2025, included: lot number, expiration date of suspect product and concomitant medications, area of vascular occlusion, medical history, dosage regimen of historical drug, suspect drug and concomitant medication, material used, and adverse event details. Narrative updated accordingly. Company comment: a female patient in her early 60s presented with vascular occlusion four days after rha 4 administration. The company assessment was that the causal relationship between vascular occlusion and rha 4 cannot be excluded with confidence based on the temporal relationship, concomitant medications of rha redensity, rha3, rha2and daxxify, and off-label use precluding a comprehensive assessment. The company will continue monitoring the benefit-risk profile for the product.